Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited loss of capture (loc) and high pacing thresholds. Subsequently, a revision procedure was performed where this ra lead was explanted and replaced with a new lead successfully. It was noted that the lead was cut during swapping the leads. The physician observed possible tissue in the helix of the ra lead. The new lead was implanted successfully. No additional adverse patient effects were reported. This ra lead is expected to return for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.